Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 476 mg/dl that declined to 386 mg/dl after a repeat check, following increased food intake with only one usual meal announcement while using the ilet system; no device alerts for prolonged hyperglycemia occurred, and no backup therapy, ketone testing, steroid use, professional medical intervention, or assistance was reported. Symptoms included no acute clinical effects. Outcomes included no impact on activities of daily living, no need for medical or surgical intervention, and no hospitalization or emergency treatment. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed expected device performance with insulin delivery and infusion site functioning, and hyperglycemia attributable to user management of meal announcements. It was concluded that the event was user-related with no device malfunction.